Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 4 infusion set's cannula kinnked event since 23-may-2024. The event occurred within 3 hours or more hours of use. The insertion site was at abdomen. The blood glucose level of the patient was high for which a treatment of correction bolus via pump was given. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.